Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 265 mg/dl. Reportedly, the customer contacted their health care provider and pharmacist to obtain alternate therapy.